Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 8mm amplatzer vascular plug IV was selected for an implant. During the procedure, the vessel diameter 6.02mm under computed tomography angiography measurement. The device was successfully deployed but was unable to achieved occlusion after 19min of waiting. The physician alleged that patient vessel problem, as patient has mycotic aneurysm of iia was the cause for the device not to archived occlusion. A non-abbott device was implant to achieve occlusion. Patient status is unknown.

Manufacturer narrative:
An event of the plug not occluding the vessel it was placed in was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the physician thought the patient vessel contributed to the event, as patient had mycotic aneurysm of iia. There is no indication of a product quality issue with regards to manufacture, design, or labeling.